Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg level was unclear. Customer administered a manual injection and exercised to address the issue and went to the emergency room with high ketones identified as life-threatening by healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 6 days later with the issue resolved and no permanent damage.